Event description:
It was reported that during the initial implant procedure, dislodgment of the right atrial (ra) lead was noted. The ra lead was repositioned, however, dislodgment reoccurred. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.